Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had overstimulation that was occurring intermittently. The patient was walking when they felt the stimulation turn on/off and the stimulation change was related to positional movement. There were no falls/trauma reported that could be related to the issue. The patient checked their device with the patient programmer and it showed that stimulation was on. On (B)(6) 2017 the patient¿s stimulation just all went up to like a 7.3 and the patient had it set on 4 something. The patient said she was lying down and got up and walked. The patient said she did have the adaptive stimulation but then later stated that she disabled it. It was noted that the patient just saw a manufacturer representative (rep) two to three weeks prior to (B)(6) 2017, in the end or middle of (B)(6) 2017, and they made adjustments which helped the patient a lot. The patient was to follow-up with a healthcare professional.